Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: worn out video connector latch causing poor connection with pigtails. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event no image was due to faulty printed circuit board. Furthermore, the event poor connection with pigtails was due to worn out video connector latch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had no image. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.